Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue. Reportedly, the customer was using apidra brand insulin and cold insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.